Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient presented to the emergency room and was subsequently hospitalized for the event. Pd therapy was ongoing. At the time of this report, the patient has not recovered. The cause of peritonitis and treatment were not reported. The reporter declined to provide additional information.